Event description:
Boston scientific crm received information that this right ventricular (rv) lead was explanted, due to an infection. It was noted that the field representative believes the infection was not related to the lead.

Manufacturer narrative:
If additional information is received, this report will be updated.